Event description:
During a ptca procedure involving a calcified and 99% stenotic lesion, the shaft of the catheter kinked. The balloon was inflated once, however, the physician determined by ivus that the lesion was not fully dilated. The shaft of the catheter kinked while being reinserted for additional dilation. Another balloon was used to complete the procedure. No patient injuries or complications were reported.